Event description:
It was reported by the user facility that the cordless driver 2 handpiece disassembled. No delay, medical intervention, or adverse consequences were reported.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported by the user facility that the cordless driver 2 handpiece disassembled. No delay, medical intervention, or adverse consequences were reported.